Manufacturer narrative:
On (B)(6) 2016 the patient match department performed a planning review and commented as follows: our analysis of the process of this case found no deviations from the standard procedures. Batch review performed on (B)(6) 2016. Lot 131547: (B)(4) items manufactured and released on 15 may 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 the medical affairs director performed a clinical evaluation and commented as follows: tibial revision of cemented tka after 3 years. The position of the tibial component, in the pre-revision x-ray, looks to be in a mechanically-challenging position. We do not know if it migrated over time or this position was chosen by the surgeon at primary, perhaps because of a difficult anatomical configuration. The stem of the tibial component is leaning on the posterior inner cortex, probably causing pain and inducing mobilization. There are no reasons to suspect that a faulty device caused this revision.

Event description:
The patient came in complaining of pain. The surgeon noticed that the tibial implant had loosened. The surgeon swapped the tibial tray and the insert. The surgery was completed successfully. X-rays are available. Explants are not available.